Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a 600cc mentor memorygel breast implants and experienced bilateral rupture post procedure. As a result, the device was removed without replacement on (B)(6) 2019. See 1645337-2019-12167 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5629098, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).